Event description:
It was reported that the that the pod was very hot and experienced a burning sensation from the infusion site (abdomen). The patient sought treatment at an urgent care where doctors advised customer to use neosporin and pads to cool the burns. The patient was diagnosed with a second degree burn.

Manufacturer narrative:
B5 updated: it was reported that the that the pod was very hot and experienced a burning sensation from the infusion site (abdomen). The patient sought treatment at an urgent care where doctors advised customer to use neosporin and pads to cool the burns. The patient was diagnosed with a second degree burn. Added h6: exposure to thermal energy a1006.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation and ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient¿s blood glucose levels reached 450 mg/dl while wearing the pod between 4 and 24 hours. The patient experienced blurred vision and extreme exhaustion as well as a burning sensation from the infusion site (abdomen). The patient sought treatment at an urgent care where doctors advised customer to use neosporin and pads to cool the burns. The patient was diagnosed with a second degree burn.